Event description:
A non health care professional reported during the intraocular lens implantation the lens was partially in the eye and had to be removed to make a larger incision. Additional information has been requested and received stating the patient was not hospitalized, no intervention was needed for the event and there was no harm to the patient. The surgery was completed on the same day with a back up lens of the same model and diopter.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).